Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation auto CPAP. The manufacturer received information alleging visualization of black particles on their mask and face. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has been returned for evaluation; however, the evaluation has not begun at this time.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety/ recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation auto CPAP. The manufacturer received information alleging visualization of black particles on their mask and face. The device was returned to a third-party service center and observed the blower is dusty inside, the blower outlet seal is also dusty with black particles on it and the rear panel outlet has also black particles on it. After testing the unit, it worked in normal parameters. The pollen filter needs to be added for preventive maintenance. Patient declined repairs. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.